Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was successfully interrogated and completed a memory dump. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had exhibited a potential allergy to the implanted pacemaker system. The patient complained of pain at the incision site and had recently undergone allergy testing, which confirmed a nickel allergy. Boston scientific technical services (ts) informed the nurse that the previously capped right ventricular (rv) lead (abandoned due to fracture) contains a nickel alloy, as does the active right atrial (ra) lead. However, the current rv lead, a passive ingevity model, does not contain nickel. Ts recommended to discuss with the explanting physician the possibility of extracting the ra lead and replacing it with a passive lead to accommodate the patient's nickel allergy. The nurse stated that the patient was scheduled for a lead extraction of the previously capped rv lead in the upcoming days due to magnetic resonance imaging (MRI) compatibility issues. All available information indicated that the pacemaker along with the ra lead were explanted on (B)(6)2024. During the procedure, when attempting to remove the two rv leads (7732/1055395, 7841/1105397), a tear to the superior vena cava and cardiac tamponade occurred. The patient's chest was opened, and their abdomen was also opened due to swelling and sub-optimal perfusion. The current rv lead and the previously capped rv lead were noted to have significant binding and thus were not wholly extracted, with partial leads remaining in the patient. It was further reported that the patient expired on (B)(6)2024 due to complications from the recent explant procedure. No autopsy was performed. The pacemaker was received for analysis.

Event description:
It was reported that the patient had exhibited a potential allergy to the implanted pacemaker system. The patient complained of pain at the incision site and had recently undergone allergy testing, which confirmed a nickel allergy. Boston scientific technical services (ts) informed the nurse that the previously capped right ventricular (rv) lead (abandoned due to fracture) contains a nickel alloy, as does the active right atrial (ra) lead. However, the current rv lead, a passive ingevity model, does not contain nickel. Ts recommended to discuss with the explanting physician the possibility of extracting the ra lead and replacing it with a passive lead to accommodate the patient's nickel allergy. The nurse stated that the patient was scheduled for a lead extraction of the previously capped rv lead in the upcoming days due to magnetic resonance imaging (MRI) compatibility issues. All available information indicated that the pacemaker along with the ra lead were explanted on (B)(6) 2024. During the procedure, when attempting to remove the two rv leads (7732/1055395, 7841/1105397), a tear to the superior vena cava and cardiac tamponade occurred. The patient's chest was opened, and their abdomen was also opened due to swelling and sub-optimal perfusion. The current rv lead and the previously capped rv lead were noted to have significant binding and thus were not wholly extracted, with partial leads remaining in the patient. It was further reported that the patient expired on (B)(6) 2024 due to complications from the recent explant procedure. No autopsy was performed. The pacemaker was received for analysis.